Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified; broken on anterior, posterior and radius, missing (0-25) and underweight. A visual and microscopic analysis was performed which identified; separated striated broken on radius and non-penetrating nicks. Based on the device analysis the final assessment is missing shell assessed as inconclusive, a striated pattern of broken assessed as surgical damage consist in the use of some surgical tool and a nick striated assessed as surgical tool scratch like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient reported "pain" and "lumps". Additionally, healthcare professional reported rupture. Device has been explanted.